Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that inappropriate auto mode switch was observed. Programming changes were not made because it would lead to an increase in v pacing. Patient was in stable condition at all times.